Manufacturer narrative:
Analysis found the handpiece stalled, cable broken and connector bend. Bearing runs rough and handpiece stalled. Unable to carry out heat test. Cable nicked and teared. All part were replaced. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece stalled and overheated. Cable was broken and connector bent during the procedure. There was no patient impact.